Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 25, 2022.

Manufacturer narrative:
The infection was treated with an antibiotic (topical) and steroids (topical and intramuscular). A skin revision was performed. This report is submitted on may 3, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. This report is submitted on june 07, 2022.